Manufacturer narrative:
As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient experienced and infection as well as the erosion. The physician went in to evacuate the pocket and noted that there was so much damage they could not re-implant the leads. This lead was surgically abandoned. The device and right ventricular (rv) lead were externally placed on the patients chest while waiting for the infection to clear up. The patient is hospitalized and on IV antibiotics and once the infection is cleared, a new pacemaker and leads will be implanted on the patients right side. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to erosion. The device pocket was revised and lead repositioned. Approximately two months later a report was received stating, the patient had undergone another revision due to recurrence of erosion. During the second revision of the device pocket, this lead was noted to have a small abrasion on the outer insulation. A lead repair kit was applied and the lead was repositioned. There were no additional adverse effects reported. This device remains in service.